Event description:
Boston scientific received information that during a routine device replacement procedure insulation damage was observed on the left ventricular (lv) lead. This device was programmed off while electrocautery was used so the lead could be repaired. Following this, the device could no longer be interrogated. The device was explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. Electrical overstress was observed within this circuit. The damage observed was consistence with electrical overstress that most likely occurred from the electrocautery used during the implant procedure.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.